Event description:
On 01/07/1998 a skull clamp was rec'd for repair with the comment, tongs slipped on a pt's head after clamped on skull. Later comments, the clamp was applied to the pt, the clamp moved and laceration occurred. The clamp was removed the laceration sutured and the clamp re-applied. The dr had reported that the clamp may not have been initially in an ideal position. There were no post operative complications as a result of this slip (other than the laceration).